Event description:
Adverse event(s): "no reported patient injury" (no known impact or consequence to patient); "extracapsular cataract extraction performed" (no code available). Product problem(s): "aspiration failure" (aspiration issue). A customer reported an aspiration failure during prime. The procedure was changed to a manual technique (extracapsular cataract extraction). No additional information was provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).